Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 50 mg/dl. The patient was hospitalized and treated with IV glucose. During troubleshooting, customer support found that the basal and bolus settings were incorrectly programmed and this was a training/misuse issue. This complaint is being reported because the patient experienced hypoglycemia subsequent to the user error of programming the pump incorrectly.